Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller by providing instructions for a complete pump reset, after which the error code did not reappear. The caller then successfully started a new sensor session, resolving the issue.